Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6), corrected data: (report source) update from "health professional, foreign" to " foreign, company representatives, distributor" (device manufacture date) update from "11/23/2016" to 11/11/2016.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that spo2 value is inconsistent by approximately 5 when compared with the measurement obtained using another rad-8 at the hospital which the patient was admitted to before. No consequences or impact to patient was reported.